Manufacturer narrative:
Evaluation: results: (endoleak), (aneurysm enlargement), (identity of which devices separated not reported). Conclusion: (aneurysm enlargement), (identity of which devices separated not reported). (Intervention required).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 11 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A total of 5 talent thoracic grafts were implanted without issues. It was reported that there has been noted aneurysm sac growth of about 0.75 cm. Consequently, there is now a type iii separation endoleak between 2 of the talent stent grafts (MDR 2952300-2009-01278), due to the sac enlargement and remodeling of the devices. The physician has elected to intervene for the endoleak at a later date. No additional clinical sequelae were reported, and the pt is fine.